Event description:
It was reported via repair work order that the foot end lift was elevated and would not go up or down due to lift motor capacitor was detached. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.